Manufacturer narrative:
This device remains implanted, and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a few spikes of high, out of range shock impedance (greater than 200 ohms) and fluctuating pacing impedance (441 ohms to 605 ohms, still within normal range). The patient reported hearing tones emitting from the device. All other measurements are within normal range. No noise detected, and provocative maneuvers were negative. This rv lead remains implanted. No adverse patient effects were reported.